Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A f/u report will be provided.

Event description:
A donor passed out in the parking lot. The blood center brought the donor back inside for food and fluids. The donor felt better and drove home. The donor was fine the next day.